Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in foreign. The product is not sold in the USA but it is similar to a product which is sold in the USA. Methods - the device has been returned for evaluation. We confirm that the pressure line tube was missing from the returned package. Results - our records indicate that no other complaints of this nature have been received for this lot. It would appear that the pressure line for this breathing circuit assembly was omitted during manufacturing. Conclusions: the product was out of specification. We are aware of other complaints regarding missing components. The occurrence rate is approx. 0.015% worldwide for the past year.

Event description:
Our distributor in foreign reported to us that the pressure line tube was missing from an rt116 breathing circuit. This was discovered by our distributor during their inward goods inspection process. There was no pt involvement.